Event description:
Had laser eye surgery now have dry eyes, eye floaters, loss of contrast, loss of vision. These side affects are complications that severely affect my life. FDA safety report ID # (B)(4).